Event description:
It was reported that the surgeon was attempting to insert a three piece silicone lens and the lens got stuck in the cartridge. No pt contact.

Manufacturer narrative:
Results visual inspection of the returned prod showed that the lens was rec'd stuck inside the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the cartridge. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitely and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery sys issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to aid further clarifications to instruct the users in proper delivery techniques that are effective, and minimize the potential for damaging the lens.